Event description:
The graft was used for an abdominal aortic aneurysm. After anastomosing the graft to the aorta, it leaked an unk quantity of blood from the bifurcation. The doctor removed the section of the graft with the bifurcation, leaving a small portion of the graft still sutured to the aorta, to which a replacement graft was anastomosed. The pt's condition is good.

Manufacturer narrative:
The explanted graft was evaluated by co's consulting pathologist. A copy of that report is attached. Examination of the bifurcation area of the returned explanted graft did not confirm any sewing defect or other opening in that area. The MFR believes that the pathologist's description of the collagen on the aortic part of the graft as not being contiguous is the result of probable mishandling of the graft at the user facility after it was explanted, since the graft did not leak from its walls during the procedure. Therefore, the exact cause of the dr's experience is unk, but does not appear to be device-related. Since there are no other leakage incidents against this batch, this event does not appear to be batch-related. The mfg batch records for the device were reviewed. The batch records were not atypical-there are no similar incidents against this batch. Gross description: rec'd in formalin is an aorto-iliac dacron vascular graft. The aortic component measures 1.5 cm in length and 2.0 cm in diameter. The iliac segments (2) measure 21 cm in length by 1.3 cm in diameter. No tissue elements are identified on the outer surface. On section, no tissue elements are identified on the luminal surface. Rep sections of the aortic component are embedded under md-987, md-988, md-990 and md-991. Rep sections of the iliac component are embedded under md-989, md-992 and md-993. Microscopic description: rep sections of the aortic component show the presence of a dacron vascular graft. Minimal fragments of collagen are identified. No contiguous collagen coating is identified on the luminal surface, within the interstices, or on the outer surface. No blood or tissue elements are identified. Rep sections of the iliac component show the presence of a collagen coating on the luminal surface, within the interstices of the vascular graft, and on the outer surface. A contiguous collagen coating with no loss of integrity is identified. No blood or tissue elements are identified. Summary: an aorto-iliac dacron vascular graft is identified with no contiguous collagen coating on the aortic component is identified. Collagen coating is present on the iliac components (2). No blood or tissue elements are identified.